Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4217 days after essure insertion and 3652 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4217 days after essure insertion and 3652 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3 (3x spontaneous vaginal delivery), multi gravida, alcohol use, smoker, chlamydial infection, genital warts, menstrual cramp, abdominal pain lower, pelvic pain female, hypertension, constipation, uti and yeast infection. The patient had a family history of thyroiditis, heart disease, unspecified and hypertension. Concurrent conditions were listed as menorrhagia and abnormal uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4217 days after essure insertion and 3652 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required) by surgery (hysterectomy - uterus bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6)2011: blocked bilateral fallopian tubes post essure insert placement [pathology test] on (B)(6) 2023: uterus, except cancer or prolapse, uterus, cervix and bilateral fallopian tubes. Final microscopic diagnosis uterus, cervix, and bilateral fallopian tubes, total hysterectomy, and bilateral salpingectomy: cervix with squamous metaplasia and focal moderate squamous dysplasia. Negative margins. Secretory endometrium. No evidence of hyperplasia or malignancy. Leiomyoma (up to 2.4 cm) bilateral fallopian tubes with no significant pathologic abnormalities and one para tubal cyst. Pre-operative diagnosis pre-op diagnosis: excessive menses, carcinoma in situ of skin post-operative diagnosis excessive menses, carcinoma in situ of skin gross description: there are essure wires protruding from both cornu. The endometrial cavity is lined by soft tan tissue measuring 0.2 cm in thickness. The myometrium measures 2 cm in average thickness. The fimbriated fallopian tubes measure 3.5 cm and 4.2 cm in length respectively, with the longer fallopian tube having a 1.1 cm para tubal cyst. Specimen information: tissue: uterus, except cancer or prolapse comment: pre-op diagnosis: excessive menses, carcinoma in situ of skin. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Surgical pathology report added. Medical history added. Lab data updated. Reporter & patient information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.